Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and four months later, computed tomography (CT) revealed that the scan was positive for acute pulmonary embolus. There were multiple bilateral pulmonary emboli and there was a subtle embolus present with moderate amount of thrombus in the proximal right and left lobar pulmonary arteries. On the next day, computed tomography (CT) revealed that an inferior vena cava filter was present, and its tip was caudal to the renal vein confluence. On the same day, an ultrasound popliteal vein extremity venous lower bilateral showed that there was development of an acute thrombus within the mid left superficial femoral vein and extended inferiorly to the popliteal vein. The right lower extremity was normal without thrombus. Also, an ultrasound popliteal vein extremity venous upper bilateral showed no evidence of thrombus in the bilateral internal jugular, axillary, cephalic, brachial and basilic veins. Subsequently five days later, the patient¿s discharge diagnosis stated that further workup revealed acute pulmonary emboli. Approximately two weeks and six days later, ultrasound popliteal vein extremity venous lower unilateral left showed persistent thrombus in the left popliteal vein that propagated centrally into the very lower aspect of the superficial femoral vein. More centrally in the superficial femoral vein, the thrombus present previously was resolved. Approximately five months and twenty-three days later, ultrasound popliteal vein extremity venous lower unilateral left showed that thrombosis of the popliteal vein was again seen. Previously described thrombosis in the superficial femoral vein was resolved. Approximately eight years and four months later, computed tomography (CT) revealed that there was abnormal positioning of the inferior vena cava filter with the leading edge or superior tip protruded approximately 4 mm beyond the anterior medial wall of the inferior vena cava. More distally, all the legs or prolonged/anchors of the inferior vena cava filter were seen extended well beyond the outside diameter of the inferior vena cava, but without significant stranding of the adjacent fat planes. The superior tip remained well positioned inferior to the renal veins. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter malposition. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, a computed tomography scan revealed that the inferior vena cava filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.